Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and dat test. No under/over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The pump uploaded properly using care link.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer went to the emergency room on may 31, 2018. Customer experienced chest pain, pain on their left arm, ketones, diabetic ketoacidosis and treated their high blood glucose via insulin pump and IV fluids. Customer¿s current blood glucose level was 164 mg/dl. Customer advised they also had low blood glucose levels but declined to troubleshoot. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.